Event description:
It was reported that when using the bd pyxis¿ es server, patient profile was not showing on pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. D4 and h4: serial number, unique device identifier (UDI) and device manufacture date. Correction: concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the patients intermittently disappeared despite previously being visible, and investigation showed that their status on the server had been changed from admitted to pre-admitted due to incoming admission discharge transactions from the host system. A technical support specialist (tss) found that the devices were not configured to display pre-admitted patients, profiles no longer appeared at the station. The es system was confirmed to be functioning as designed, correctly processing the messages received, and the issue was identified as an interface or admit discharge transfer (adt) workflow problem in the customer environment. Resolution involved the interface team implementing a filter to stop pre-admit transactions from crossing into pyxis, along with advising the customer to work with their adt team to prevent incorrect status updates going forward. Tss also identified low disk space, cleared the space, confirmed that the device was uploading with the server and started a full data synchronization. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, patient profile was not showing on pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.